Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, there were errors at start up. The coaxial umbilical cable was reconnected to resolve the start up errors. The balloon catheter was replaced which resolved the other system notice. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 11701 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The balloon catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered a system notice 50005 "that the safety system detected fluid in the catheter and stopped the injection." During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.60 inches proximal to the catheter tip. In conclusion, the system notice 50005 (leak detection) was confirmed through analysis and the balloon catheter failed return inspection due to blood/fluid inside the balloon and a guidewire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID:203cx product type: accessory product event summary: the data files were returned and analyzed. The patient file showed eleven applications were performed using the balloon catheter identified as afapro28 of lot number 11701. The patient file showed four applications were performed balloon catheter identified as afapro28 of lot number 12165. The patient file, using the balloon catheter identified as afapro28 of lot number 11701 showed system notice 50028 (there is a problem with the injection process) during inflation at application two and three. The received failure file contained failure records for the date of the event. The failure file showed system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection) on the reported date of the event and showed system notice 50028 (there is a problem with the injection process) on the reported date of the event. In conclusion, the reported 50005 (the safety system has detected fluid in the catheter and stopped the injection) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.